Manufacturer narrative:
Citation: vaidyanathan s et al. Options for coronary translocation and other considerations in aortic root translocation (bex-nikaidoh procedure). Ann pediatr cardiol. 2019 sep-dec;12(3):228-232. Doi: 10.4103/apc.apc_183_18. Earliest date of publish used for event date (month and year valid). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the outcomes in patients who underwent the bex nikaidoh procedure (aortic root translocation) for left ventricular outflow tract obstruction, transposition of the great arteries, or ventricular septal defect. All data were collected from a single center between january 2015 and december 2017. The study population included 14 patients (predominantly female; mean age 58 months; mean weight 15 kg), all were implanted with medtronic contegra valved conduits (no serial numbers provided). Among all patients, adverse events included: permanent pacemaker implantation due to immediate post-operative complete heart block, reintubation, bleeding, pleural effusion, mild right ventricular outflow tract obstruction recurrence, peak gradient of greater than or equal to 25 mm hg, and mild aortic regurgitation. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.